Manufacturer narrative:
(B)(4). Concomitant medical products- 28mm mod hd std neck tp1 taper , item 163662, lot 6185942, therapy date - remains implanted. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01244.

Event description:
Study patient had suspicion for infection. An arthrotomy of the hip was performed.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) wasreviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Study patient had suspicion for infection. An arthrotomy of the hip was performed.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Study patient had suspicion for infection. An arthrotomy of the hip was performed.